Manufacturer narrative:
Summarized patient outcomes/complications of navitor transcatheter aortic valves were reported in a research article in a subject population with multiple co-morbidities including myocardial infarction, stroke, prior aortic valve replacement, bicuspid valve, hypertension, dyslipidemia, diabetes, smoking, prior syncope, coronary artery disease, prior balloon aortic valvuloplasty, atrial fibrillation/flutter, and peripheral artery disease. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (post-bav), heart block; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "development and validation of the d-pace scoring system to predict delayed high-grade conduction disturbances after transcatheter aortic valve implantation."

Event description:
The article, "development and validation of the d-pace scoring system to predict delayed high-grade conduction disturbances after transcatheter aortic valve implantation", was reviewed. The article presented a retrospective, single center study designed to identify predictors of high-grade atrioventricular block (avb) occurring between 24 hours and 30 days after transcatheter aortic valve implantation (tavi) and to develop and validate a predictive risk score. Devices included in the article were evolut r, evolut pro/pro+, sapien 3/3 ultra, acurate neo, acurate neo2, portico, navitor, myval and allegra. The article concluded the delayed atrioventricular block prediction for early discharge (d-pace) score can be used to stratify tavi patients according to their risk of delayed high-grade avb and thereby identify those suitable for next-day discharge. [The primary and corresponding author was francesco saia, cardiology unit, irccs azienda ospedaliero universitaria di bologna policlinico s. Orsola, via massarenti 9, 40138, bologna, italy, with corresponding e-mail: francescosaia@hotmail.com] the time frame of the study was from march 2014 to march 2024. A total of 1290 patients were included in group a, of which 915 were used in the derivation cohort, and 1226 patients were included in group b, of which 936 were included in the validation cohort. The total number of abbott devices was 0% in the derivation cohort and 0.7% in the validation cohort. In the derivation cohort (group a), the average age was 84 years and the majority gender was female. In the validation cohort (group b), the average age was 81 years and the majority gender was male. Comorbidities included myocardial infarction, stroke, prior aortic valve replacement, bicuspid valve, hypertension, dyslipidemia, diabetes, smoking, prior syncope, coronary artery disease, prior balloon aortic valvuloplasty, atrial fibrillation/flutter, and peripheral artery disease.